Event description:
The telescoping smoke evacuation rocker switch pencil was engaged when it was not being pressed. This was noticed at the beginning of the case, prior to use on the patient. It was immediately changed for a new one. No other issues occurred through the case with the replaced smoke evacuation pencil. The defected equipment was given to my clinical nurse, and then given to our supply lead. I would like to have no other issues with this product. I am just thankful it was noticed prior to being used on the patient. Manufacturer response for bovie pencil, (brand not provided) (per site reporter) rep given the pencil and in frequent communication with clinical site.